Event description:
The hcp reported a patient experiencing pain despite increasing doses of morphine without effect. The patent has only had one implanted pump. It was implanted in 2006. The pump was revised three months later, after the patient had pain that continued even with weekly increases in morphine. Flouroscopy had revealed the catheter was out of the intrathecal space. The patient again underwent increasing doses of drug without effect. Flouroscopy the following month, revealed the catheter was again out of the intrathecal space. The patient's only symptom has been pain. The patient has not had symptoms of withdrawal. The patient is currently receiving 1 mg/day of morphine, 20 mg/ml via the pump and covered with oral dilaudid and oxycontin. The hcp reports this is a difficult case as the patient has severe scoliosis causing difficulty in positioning the catheter. A surgical revision is scheduled, where the pump and/or catheter may be repositioned. The hcp reports it is a possibility the pump will be removed. See MFR rpt# 6000030200602432.